Event description:
Davinci xi robot fenestrated bipolar forcep (#471205-016). Fenestrated bipolar attached to xi blue bipolar cord and attached to erbe console. Upon initial activation, forcep did not conduct electricity. Instrument unplugged from cord, cord checked and re-attached to instrument. Simultaneously, cord unplugged from console, orientation checked and plugged in again. Still no current conducted. New bipolar cord opened to field. New cord attached to forcep and to erbe console. No current conducted. New fenestrated bipolar forcep opened onto field. Attached to second bipolar cautery cord, electrical current conducted to tip of instrument. Davinci xi robot fenestrated bipolar forcep (#471205-016) removed from service. Instrument tagged as broken. Slm notified.